Manufacturer narrative:
The physician was inquiring if there was a way to program this device to avoid this interaction. A boston scientific technical services consultant suggested short bursts of ablation energy. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was having an ablation procedure for ventricular tachycardia (vt). During the procedure, when ablating near the right ventricular (rv) lead tip, loss of capture was observed. However, when the catheter was still ablating and was moved away from the rv lead tip, or stop ablating entirely the device would start to capture again. The patient has a functional escape rhythm of 30bpm. No adverse patient effects were reported.